Event description:
Caller states her husband was using the shower chair when 3 of the legs bowed outward and her husband fell with the chair. Caller states he had surgery on his back a year ago and after the fall his back and head were hurting amt she took him to ille urgent care. Caller states urgent care did not nm any tests. Caller states urgent care referred him to his doctors which they have an appointment scheduled for next month. Caller states she could not locate a model number or any identifying number on the shower chair calller states their bed and shower chair wore delivered at the same time a couple months ago so she provided the dme provider contact information off of the bed which is (B)(4) home medical equipment (B)(6). Caller states she did not see any company name on the shower chair. She called us because the mattress she had with her bed says invacare. Tried calling (B)(4): a amt could not oet an answer. Will email (B)(4) asking for a model and user is going 10 take a picture of the chair and email me the picture to see if we can identify it from a picture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).